Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® glass ctad tube with light blue bd hemogard¿ broke inside the centrifuge instrument. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode damage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and damage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for damage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and damage was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® glass ctad tube with light blue bd hemogard¿ broke inside the centrifuge instrument. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported that the bd vacutainer glass ctad tube with light blue bd hemogard broke inside the centrifuge instrument. No serious injury or medical intervention was reported.